Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room due to cardiac arrest. A review of the device data identified several atrial and ventricular episodes. The ventricular episodes appear to mostly be rapid ventricular response but could be ventricular driven at times. The presenting shows an atrial arrhythmia and the device is operating as programmed. No additional adverse patient effects were reported.